Event description:
Received information that all insulin delivery stopped.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation. Reportedly customer used pump on a roller coater. The user guide indicates pump should be disconnected on roller coaster.